Event description:
It was reported that a patient underwent a right radical nephrectomy procedure on (B)(6) 2023 and suture was used. During the procedure, while pulling to tighten suture, the device broke. They opened up two devices and one of them broke. No patient consequences. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/15/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested the following was obtained: * please confirm the quantity of sutures that broke. 2 * when was the suture broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify for each of the involved devices. Suture broke during use on the patient. Same for both * please provide the lot number. Do not have lot number, code is vr496 * please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep) leah zavalick - ahh account executive please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Device was shipped on 8/24 at 12:40pm. Tracking number is (B)(4). H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample revealed that it was received one needle-suture piece outside from the labeled winding former that pertain to the product code vr496. In order to evaluate the conditions of the returned sample, the suture piece was observed with the extreme cut that was possibly caused by a surgical instrument. In addition, excessive body fluids and fraying were noted along the strand. As per the conditions of the returned sample, no functional test could be performed. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Related reports: 2210968-2023-06751.